Event description:
It was reported that there was pacing failures and sharp increase in right atrial (ra) lead thresholds. The ra lead dislodged. During the lead revision, the right ventricular (rv) lead was pulled and dislodged too. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.